Manufacturer narrative:
The insulin pump alarmed error during basic occlusion test and unable to prime during prime test due to moisture damaged inside the force sensor resistor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that insulin pump was dropped prior to alarm. Customer reported that drive support cap was slightly indented. Customer's blood glucose was 11.6 mmol/l. Insulin pump will be replaced.